Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the outer insulation was breached due to clavicle-rib crush. It was also noted that the outer insulation had a cosmetic depression, and had a breached depression. The proximal conductor had blood/body fluid (not obstructed). There was blood in/on the helix mechanism.

Event description:
The lead was returned to the manufacturer after being explanted due to a system upgrade. The lead subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.